Event description:
Patient received hv therapy during sexual activity. Review of the strips showed that the patient was in a sinus tachycardia. The device began double counting a wide complex event. The morphology changed to a large amplitude noise behavior that did not seem to be physiological in nature after the hv therapy delivery. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.